Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user at the end of the second priming sequence. The investigation found no damages or deficiencies that would contribute to the cannula failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the cannula deployed. The cause of the reported cannula failing to deploy could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy properly indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.